Event description:
A fail code 12:303. Information was not provided regarding whether or not the failure occurred during a patient infusion. No reports of any patient incident involving this pump.

Manufacturer narrative:
This device will not be returned for evaluation.